Event description:
It was reported that during the procedure in the mildly tortuous left common carotid artery, pre-dilatation was performed and an emboshield nav 6 embolic protection filter was successfully deployed beyond the lesion. An attempt was made to advance a rx acculink stent delivery system (sds) but the system could not advance beyond the arch without the sheath moving. The sds was withdrawn without reported resistance; however, while doing so, the shuttle sheath retracted causing the filter to retract. The filter did not retract to the target lesion but the physician decided to remove the filter as a precautionary measure and treat the lesion with a new rx acculink and a new emboshield nav 6 filter. The same occurred. All devices were removed from the anatomy without resistance and no further treatment was provided. Reportedly, endarterectomy is pending. The patient was discharged one day post procedure. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.sheath: shuttle.other: bivalirudin.stent: rx acculink.the additional emboshield nav6 is being filed under a separate medwatch MFR number. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. Based on the reported information, it appears that the filter movement is the result of anatomical challenges, as the difficulty was reported to have occurred using another emboshield nav6. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency.